Manufacturer narrative:
Based on the info reported to davol, the pt had a right inguinal hernia repaired with a bard perfix plug in 2003. The pt reported occasional pain and swelling after this procedure. Seven years post implant, the pt underwent repair of a recurrent right inguinal hernia in which the surgeon noted that the mesh was unfolded. The mesh was restitched and another MFR's mesh was placed on top to reinforce the repair. It was not reported that the mesh was explanted. Currently, it is unk whether the mesh may have contributed to the alleged event. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. The pt was reportedly treated for a recurrence. While the mesh was not identified as the source of the recurrence, it is listed as a possible adverse reaction in the product's instructions for use. We have contacted the initial reporter to request add'l info and to request return of the device for eval; however, we were told by the initial reporter that there was no further info to report. This MDR includes all pt, event and device info davol has received to date.

Event description:
Info obtained from maude event report (B)(4) and the pt: (B)(6) 2003 - pt underwent repair of a right inguinal hernia with bard mesh. Pt reported pain and swelling after the surgery. On (B)(6) 2010 - pt underwent repair of recurrent right inguinal hernia. Surgeon reported mesh had become detached from the muscle on one end and the other end had folded up. Bard mesh was unfolded and re-stitched and then another MFR's mesh was placed on top to reinforce repair. Pt reported pain/discomfort/numbness due to nerve damage.